Event description:
Purchased two wire frame reading glasses. Both of them have "sharp" places on the frame that can cut the face. Retailer: (B)(6). I still have the product in my possession: no. The product was damaged before the incident: no. The product was modified before the incident: no. I have not contacted the MFR. Yes, you may release my name and contact information to the product MFR/importer/private labeler. Document number: (B)(4). Report number: (B)(4).